Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing this fogarty embolectomy catheter, it was found something sticky inside. Therefore, the device was not used in patient. There was no allegation of patient injury.

Manufacturer narrative:
The device was received for evaluation. The report of "something sticky inside" was unable to be confirmed. No visible damage or inconsistency was observed from catheter body and balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The complaint affected unit was returned for evaluation and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. As part of the manufacturing process, the units goes through various inspections that also consists on verifying for contamination particles, such as a balloon inspection, inspection according to drawings and final inspection.